Event description:
Customer reported that he has been hospitalized in the past due to low and high blood glucose. Customer stated that two months ago his blood glucose dropped to 14 mg/dl. Customer stated that he did not seek out any medical attention because he and his wife have learned how to deal with this type of situations and they can handle it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents are within specification. No unexpected off no power alarms noted. Alarms due to faulty connector on interface board. No alarms noted. The insulin pump had a cracked reservoir tube lip, reservoir tube, case window display corner and scratched lcd window.